Manufacturer narrative:
Superdimension has requested the device for evaluation but has not received anything to date. There were no anomalies identified during the internal review of the device history record (DHR) of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure. No intervention or hospitalization was required. Physician states that he was working close to the fissure and possibly attributes the event to the gencut core biopsy tool. If additional information pertinent to the incident is obtained a follow-up report will be submitted.